Manufacturer narrative:
Conclusion: no conclusion can be drawn.complaint reviewed and analysis showed no trend. Package insert reviewed. Product not returned.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Although several attempts have been made, no medwatch 3500a has been received from the user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00072, 00073.

Event description:
Allegedly the cup spun out and had to be revised.